Event description:
I had synvisc injected into my shoulder about a week ago and have felt like I have the flu ever since. I became very nauseated that night and extreme chills. I woke up with a sinus like infection, cold that seems like a flu as I just feel lousy and today about a week later, my knees ache and they rarely do. I had a flu shot exactly a month prior and the nurse then commented that I seem to have a very slightly elevated temp 99.3, so perhaps should wait for it, but the dr gave it flu shot anyway. I did not feel sick until the night of the synvisc shot, so I am not sure if I was already fighting something off, if the two shots were too close together or if I would have reacted anyway. I had noticed around the time of the flu shot I also have a small lymph node noticeable behind my left ear. I also have thyroid disease and my dr just increased my thyroid medicine last month as well from 25 mcg levothyroxine to 50. The only other thing I can think of is that I have gilbert's syndrome as well so perhaps metabolizing the shots is challenged a bit. Flu shot given exactly a month prior and thyroid levothyroxine recently increased. Also taking celebrex 2x day capsules -100 per-, wellbutrin 75m simvastatin 10m, desipramine 6m - I think all are mcg?... Recently within 2 wks weaned off from 2 wk trial of lyrica which did not help pain at all and had strong withdrawl syndrome, extreme nausea for almost 2 weeks straight. Had a cortizone shot 2 and 1/2 mos ago at dr's office; already checked and not supplied by the MFR linked to recent fungal meningitis cases - thank god!